Event description:
A clinical incident involving a manta 1 up curve instrument was reported to arthrocare corporation. It was reported the front part of the punch broke during use while cutting meniscus tissue. The broken piece was left in the patient . No additional information was provided for this report.

Manufacturer narrative:
The date of event was not provided an approximate date was provided by arthrocare corporation. The physician indicated that no further information will be provided for this report. The device was returned for investigation. The device was visually and functionally inspected. The visual inspection confirm the inner tip of the device had detached. The functional inspection confirmed the device was returned in a nonfunctional condition. The root cause of the failure was determined due to misuse of the device.